Manufacturer narrative:
H4 - device manufacture date: correction. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a severe stroke. The death was not considered to be device or therapy related. There were no changed in anticoagulation regimen and the international normalized ratio (inr) was in range. The pump was working as expected and no pump related issues were reported. No autopsy was performed.